Event description:
It was reported that a mcm30 was used during an unk procedure. It was reported by the affiliate that the clip would not feed into the jaw. A new clip applier was used to complete the case.